Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be deselected from the initial medwatch.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the phenomenon occurred due to failure of the printed circuit board. A root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high-definition liquid-crystal display monitor failed to display on digital visual interface 2. The issue was detected during an equipment inspection and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.